Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was deceased. The patient's family member alleged that one of the reasons the patient passed away was complications with the implantable cardioverter defibrillator (ICD). Attempts to obtain a cause of death and additional information were unsuccessful.